Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted during the endovascular treatment of a chronic type b thoracic dissection on an unknown date. It was reported on the 4 year follow up CT angio good apposition of the stent struts against the aortic wall was seen with no endoleak, but the appearance of a dissection flap within the graft lumen raised concern of fabric disruption. The decision was made to reline the device with a non-medtronic graft (gore). Intravascular ultrasound demonstrated fabric detachment from the metal stent. The patient had an uneventful recovery with reassuring imaging findings during follow up. The cause of the type iiib endoleak is undetermined.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled:dissection flap within a thoracic stent graft? Uyen g. Vo & adeline schwein, eur j vasc endovasc surg (2024) 67, 488. Https://doi.org/10.1016/j.ejvs.2023.10.006 date of publish used for incident date in section b;3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.